Event description:
Facility reported: "inflation line on hi-lo lanz separated from pilot valve/ballo. Ventilator was alarming and clinicians rushed into room only to find the lanz/cuff pressure regulating valve/balloon laying on the bed disconnected from the et tube."